Manufacturer narrative:
Patient information was requested and the customer declined.

Event description:
The customer reported that the ventilator alarmed with blower high temperature alarm.the customer reported that the unit was in use on patient , but there was no patient harm reported.